Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during the surgery, it occurred that the screw could not be attached to the screwdriver in the hospital where the products could be fitted smoothly before. The surgeon pointed out that it might be a problem with the axis wobble and another size of the product be used for the operation. The surgery was completed successfully without any surgical delay. No further information is available.